Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of kinked cannula and was alerted by an occlusion alarm. The symptoms were noticed within three hours of insertion. The site was upper buttocks and was rotated regularly. The patient changed soft cannula infusion set only and resumed insulin. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.